Event description:
An unspecified sensor error message was reported with the adc device, and customer was therefore unable to obtain readings. It was indicated that the customer required treatment of juice, sugar, and/or food by a third-party. The customer experienced a loss of consciousness and was treated with glucagen hypo kit injection and oral dextrose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected for PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified sensor error message was reported with the adc device, and customer was therefore unable to obtain readings. It was indicated that the customer required treatment of juice, sugar, and/or food by a third-party. The customer experienced a loss of consciousness and was treated with glucagen hypo kit injection and oral dextrose by a third-party. There was no report of death or permanent injury associated with this event.